Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient implanted with the subject lead and associated ICD (MDR: 9610579-2010-00582) was brought into hospital with "vital signal absent". The patient passed. The ICD therapies were programmed off at funeral home. It was observed on the programmer printouts that the total number of shocks was zero since the implantation; however, some inconsistencies were noted: a high number of 34j shocks was recorded in the "other" therapy counters in the arrhythmia. Therapy statistic counters. The associated ICD was explanted with partial leads and returned for analysis. The cause of death is unk.